Manufacturer narrative:
The log files were sent in and evaluated. Nihon kohden's clinical (cas) confirmed that the alarm limits set on this unit had not been breached and that the device was appropriately not alarming per those alarm limits. The device documented this incident as "arrhythmia" irregular rr, which is appropriate. This is considered to be use error, as the device was operating as intended.

Event description:
The customer reported that the central nurse's station (cns) did not alarm as expected.

Event description:
The customer reported that the central nurse's station (cns) did not alarm as expected.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) center reported an alarm situation in which the cns-6201a (pu-621ra sn: (B)(6) failed to recognize. The same issue occurred on a different cns the previous week, documented in ticket#: (B)(4). Service requested: customer would like to submit an investigation. Service performed: logs from the cns and alarm settings were collected. Nk clinical support was unable to reach the customer but provided explanation to customer: the submitted information documents a 5 beat run of vt that did not breach the 7 beats configurations for this account, as well, the svt configuration of 6/170 was not breached in the incident. The monitor documented this incident as "arrhythmia" irregular rr, which in my opinion is appropriate. The pause is "off" at 3 sec. According to the documents submitted. Reviewed with the call team. Customer was satisfied and requested to close the ticket. Investigation result: the cns device warranty began 2016, which is almost 3 years at the time of reported issue. A review of device history found 1 related complaint: notification (B)(4) reported on (B)(6) 2016 in which there was a missed alarm. The alarm was confirmed to have occurred and was silenced using the "alarm silence" button. Ticket similar to reported issue: ticket# : (B)(4) reported on (B)(6) 2019 in which the customer reported the cns-6201a (pu-621ra sn: (B)(6) did not alarm for an event. Customer was advised on device functionality, including how alarms are affected by parameters settings and multilead analysis settings. Customer was also advised that no monitoring is 100% accurate. Root cause is determined to be user error in understanding settings. The issue was resolved with nk clinical staff providing customer explanation on settings and device functionality. Cns-6201a operator's manual advised customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, this issue is not suspected to be caused by a deficient device or design. Corrected information: b3. Date of event. F9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.